Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/14/2025. Corrected information: b1, h1: additional information was received that this report is no longer reportable. This medwatch is being voided. The event has been reported under report 2210968-2024-13543. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: patient consequences? If yes, please specify. No.

Event description:
It was reported that a patient underwent a debridement and suturing surgery on (B)(6) 2024 and suture was used. During the procedure, at 21:39, the suture was broken when the surgeon attempted to tie a knot with suture. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.